Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, doctor decided to remove sensor from the patient's arm to alleviate infection.

Event description:
Senseonics was made aware of an instance where sensor was removed from the patient's arm due to infection at insertion site. Patient described that the insertion site caused a burning sensation and was paining.